Manufacturer narrative:
Adverse event or product problem/ outcomes attributed to adverse event: changed from product problem in the initial MDR to adverse event with required intervention to prevent permanent impairment/damage. The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implanable collamer lens of -5.5 diopter into the patient's left eye (os) on (B)(6) 2011. The lens was exchanged for a longer lens due to low vault on (B)(6) 2019. The exchange resolved the problem. The cause of the event is unknown. Product evaluation: lens was returned in liquid in a lens vial. Visual inspection found no visible damage to the lens. Patient code: 3191 - secondary surgical intervention, lens exchange. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens, diopter -5.5 into the patient's left eye (os) on (B)(6) 2011. The surgeon reports low vault. Reportedly, the lens remains implanted.